Manufacturer narrative:
The device was received for evaluation. During functional testing the device did not alarm for upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation did not get any alarm for upstream occlusion. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm when occlusion clamped upstream during delivery for 24 hours in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.